Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported her batteries only lasting two weeks. The customer then stated that the insulin pump appears to be delivering less insulin than it used to. The customer's blood glucose reading was 495 mg/dl. During the call, the insulin cartridge gave an off no power alarm. The customer was unable to troubleshoot or change batteries at the time of the call, and stated that she would call back to get info on replacing the insulin pump.